Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise that led to the patient receiving inappropriate anti-tachycardia pacing (atp). The physician suspected that the noise was due to the rv lead having insulation damage. A revision procedure was performed where the rv lead was surgically abandoned. During the procedure the implantable cardioverter defibrillator (ICD) was also electively explanted and the patient was upgraded to a dual chamber ICD. No additional adverse patient effects were reported.